Manufacturer narrative:
This foreign report is being submitted on 14-jul-2017 for a device product that is considered same/similar to a us marketed device (bab advanced healing large 6s). This closes out the report unless additional significant follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a (B)(6) year-old caucasian female consumer reporting on self from (B)(6). The medical history of the consumer included high blood pressure, thyroid issues, abnormal cholesterol, colds and allergy to diazepam. The concomitant medication included vitamin q10 (ubiquinone) one per day since one year to prevent colds, synthroid (levothyroxine sodium) 137 milligrams one per day since forty years for thyroid issues, omega 3 (omega-3 fatty acids) one every day since ten years for general health, calcium one every day since ten years for general health, vitamin c (ascorbic acid) one every day since ten years for general health, multi vitamins one every day since ten years for general health, rosuvastatin 5 mg five milligrams one per day since five years for cholesterol, valsartan 80 milligrams once a day since thirty years for high blood pressure, amlodipine besylate five milligrams half tablet once a day since ten years for high blood pressure. The reported weight of the consumer was (B)(6) kilograms. On (B)(6) 2017, the consumer started using triple antibiotic life brand ointment (polymyxin b sulphate, bacitracin zinc, gramicidin), topically, one small amount since few hours to heal scrape on wrist (frequency, lot number and expiration date unspecified) as recommended by pharmacist along with band aid brand advanced healing adhesive bandages, cutaneously, one bandage, one time in the afternoon on left wrist to protect and speed healing of scrape on left wrist (lot number 1744c and expiration date unspecified). After two hours, she mentioned that her face started to swell and one eye turned very red and watery. She also mentioned that after an hour of bandage removal her head became itchy and arm was swollen where the bandage was applied. The device was not used further. The consumer then went to pharmacy and took two benadryl (diphenhydramine) allergy caplets 25 mg (lot number 63178 and expiration date 31-may-2019) as recommended by pharmacist. On the same day at 6 pm, she went to emergency room. She was injected with the unspecified medication and was also intravenously injected with two other unspecified medications. She did not know the name of the medications. She then went to another hospital as she had to be monitored for four hours. The physician prescribed her an epi-pen (epinephrine) to be used if needed. She mentioned that she had the prescription but did not refill it. At the time of reporting, she mentioned that she just felt dopey. She also mentioned that the lot number of the device was hard to read. After an unspecified duration, in (B)(6) 2017, triple antibiotic life brand ointment (polymyxin b sulphate, bacitracin zinc, gramicidin) was discontinued. After an unspecified duration, in (B)(6) 2017, events of swollen face, red eye, watery eye, itchy head and swollen arm resolved. The event of feeling dopey was not resolved. A device history record review was conducted and no non-conformances, deviations or out-of specifications were noted. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious(required intervention) and company causality was assessed as related. The additional information was received on (B)(4) 2017. It was reported that the spot around bandage was itchy hence the bandage was removed. The consumer walked 14000 steps and started to experience the events. She mentioned that her right eye became red and she also developed swelling on left side, also under the chin. She was referred to allergist by her doctor and was tested for latex with negative result. After an unspecified duration, in (B)(6) 2017, the event of itchy spot around bandage resolved. This report remains serious.

Manufacturer narrative:
This foreign report is being submitted on 09-may-2017 for a device product that is considered same/similar to a us marketed device (bab advanced healing large 6s). This closes out the report unless additional significant follow up information is received.

Event description:
This spontaneous report was received on 19-apr-2017 from a (B)(6) caucasian female consumer reporting on self from (B)(6). The medical history of the consumer included high blood pressure, thyroid issues, abnormal cholesterol, colds and allergy to diazepam. The concomitant medication included vitamin q10 (ubiquinone) one per day since one year to prevent colds, synthroid (levothyroxine sodium) 137 milligrams one per day since (B)(6) for thyroid issues, omega 3 (omega-3 fatty acids) one every day since (B)(6) for general health, calcium one every day since (B)(6) for general health, vitamin c (ascorbic acid) one every day since (B)(6) for general health, multi vitamins one every day since (B)(6) for general health, rosuvastatin 5 mg five milligrams one per day since (B)(6) for cholesterol, valsartan 80 milligrams once a day since (B)(6) for high blood pressure, amlodipine besylate five milligrams half tablet once a day since (B)(6) for high blood pressure. The reported weight of the consumer was (B)(6). On (B)(6) 2017, the consumer started using triple antibiotic life brand ointment (polymyxin b sulphate, bacitracin zinc, gramicidin), topically, one small amount since few hours to heal scrape on wrist (frequency, lot number and expiration date unspecified) as recommended by pharmacist along with band aid brand advanced healing adhesive bandages, cutaneously, one bandage, one time in the afternoon on left wrist to protect and speed healing of scrape on left wrist (lot number 1744c and expiration date unspecified). After two hours, she mentioned that her face started to swell and one eye turned very red and watery. She also mentioned that after an hour of bandage removal her head became itchy and arm was swollen where the bandage was applied. The device was not used further. The consumer then went to pharmacy and took two benadryl (diphenhydramine) allergy caplets 25 mg (lot number 63178 and expiration date 31-may-2019) as recommended by pharmacist. On the same day at 6 pm, she went to emergency room. She was injected with the unspecified medication and was also intravenously injected with two other unspecified medications. She did not know the name of the medications. She then went to another hospital as she had to be monitored for four hours. The physician prescribed her an epi-pen (epinephrine) to be used if needed. She mentioned that she had the prescription but did not refill it. At the time of reporting, she mentioned that she just felt dopey. She also mentioned that the lot number of the device was hard to read. After an unspecified duration, in (B)(6) 2017, triple antibiotic life brand ointment (polymyxin b sulphate, bacitracin zinc, gramicidin) was discontinued. After an unspecified duration, in (B)(6) 2017, events of swollen face, red eye, watery eye, itchy head and swollen arm resolved. The event of feeling dopey was not resolved. A device history record review was conducted and no non-conformances, deviations or out-of specifications were noted. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious(required intervention) and company causality was assessed as related.